Event description:
It was reported that while performing an atrial fibrillation ablation, there was a perforation in the atrium of the patient's heart causing pericardial effusion. Pericardiocentesis was performed to remove blood from the sac of the heart. There were no error messages on the carto or the stockert. There was a reprocessed acunav catheter being used. There was no model/serial number available as the packaging had been discarded. There was also a df thermocool catheter in use (cat# bni75tcdfh/lot# 14057220). According to the ep lab, the event was probably procedure related. There was nothing wrong with the catheter as observed by the staff and the carto xp system, as well as the stockert 70 system related to this incident is fully functional.

Manufacturer narrative:
The customer does not have a catheter to send back for evaluation and they are currently using the carto xp system and the stockert 70 system with no problems. As for the patient, he was stable after the procedure and was discharged a few days thereafter with no further issues reported. There was no permanent damage to the pt to the best of the facility's knowledge. No additional information is available at this point. If the product is returned to bwi in the future, an analysis of the product will be performed and a supplemental report will be submitted to the FDA.